Manufacturer narrative:
The unit was requested for return and further evaluation. Upon receipt, the device underwent bench testing, during which it was determined that the AED would not power on reliably and was unable to successfully deliver a shock during testing. Further investigation identified damage to a main board connector, attributed to the device experiencing a drop or significant impact.

Manufacturer narrative:
Although requested, the AED has not been returned and the cause of the complaint is not known. Should additional information become available, a follow-up MDR shall be submitted.

Event description:
A customer reported that their AED's asi is flashing red, and that the screen is not working. They reported that this did not occur during patient use.